Manufacturer narrative:
Additional information. One 8.5f swartz braided introducer sheath was received for evaluation. Dilator from current inventory was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, when air was aspirated through the valve, blood was drawn. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.